Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to synovial hypoplasia (adverse tissue reaction) total for lot number: 11 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1. By product family: 6 (5x smartset hv, 1x smartset mv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is a non-healthcare professional. (B)(4).

Event description:
Der states that the patient was experiencing pain in her knee, specifically around her tibia. This pain was most severe when standing and walking. X-rays were taken and revealed a loose tibia tray. During surgery the tibial implant was removed by hand without the use of any tools. There was no cement on the back of the tibia. Loosening occurred from cement to implant interface. Doi: (B)(6) 2014; dor: (B)(6) 2018; left knee.